Event description:
The customer reported that there was no alarm tone when pressure is off the sensor pad when tested with a working alarm. There was no pt injury.

Manufacturer narrative:
(B)(4). Eval results (other) - eval of the product found that there is no alarm tone when pressure is off the pad. The sensor was tested with a working 8281 alarm model. The sensor is creased. Posey product instructions states "never roll, fold or crease sensor. This will damage sensor and may cause false alarm or no alarm". (B)(4).